Event description:
It was reported that the pt underwent arthroscopic excision of a ganglion cyst from their dorsal wrist. Allegedly, the port made to perform the surgery did not heal properly and the pt had two ruptured tendons and was unable to extend their index finger. It was also reported that a tendon graft was used to repair the two ruptured tendons.

Manufacturer narrative:
Additional info will be provided, once investigation has been completed.